Event description:
A surgeon reported that a scratch was noticed on an intraocular lens (iol) after insertion. The incision was widened to remove the lens and a second lens was implanted. Add'l info has been requested.